Event description:
Wrme collimator was being taken off, 3 bolts were released 4th was so tight on upper right corner that pliers were used. Alarm came on, went to turn alarm off and collimator fell off.